Event description:
Additional information received reported that the pump was returned (B)(6) 2015.

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing.

Event description:
Additional information received reported that the patient had ¿typical¿ withdrawal symptoms. The healthcare professional (hcp) confirmed that the cardiac treatment was not related to the implanted device. The patient recovered without permanent impairment.

Event description:
It was reported that a motor stall was confirmed with no recovery noted in the event logs. The stall occurred 2014 (B)(6) at 2146 according to the reporter. The patient was ¿not doing anything then.¿ the patient was ¿sick and throwing up for the past couple of days.¿ the pump was first ¿telemetried¿ about 15 minutes prior to the call and the pump was updated. The patient was put on pain medication and was on the way to the emergency room. The pump needed to be replaced but this had not occurred at the time of this report. The pump was used to infuse clonidine and morphine (unknown). No outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8590-9, lot# n313360, implanted: 2012 (B)(6); product type accessory (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was experiencing withdrawal. The motor stall did not recover and it had been stalled greater than 24 hours. It was unknown whether a tube set message occurred after the stall. The patient required hospitalization, intravenous opiates, and cardiac treatment (stable). The patient was currently not recovered, and had ongoing symptoms/issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.